Manufacturer narrative:
Siemens filed initial MDR 2517506-2021-00305 on 04-nov-2021. Additional information (05-nov-2021): siemens further investigated the issue and determined the sample 2 (s2) and/or the reagent 3 (r3) mixers malfunction potentially contributed to the discordant creatinine results, which was resolved with the service activities mentioned in the initial report . The investigation conclusions in section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
A united states customer contacted a siemens customer care center and reported that discordant creatinine (cre2) results were obtained on a dimension vista 1500 instrument. The customer did not provide patient data to demonstrate the issue. The customer moved all tests from server 2 to server 1 in response to obtaining discordant results. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse reviewed the error log with the customer and the cse observed stability issues for the cre2. The cse ran service method tests and determined that the sample 2 (s2) and reagent 3 (r3) failed mix tests. Therefore, the cse replaced mixers and performed alignments. Next, the cse ran diagnostics tests, check 1, and quick check, which passed. The customer calibrated server 2 methods, ran quality controls, and accepted the results. The cause of the discordant cre2 results is unknown. The date in was intentionally left blank as the date of event is unknown. At the time of filing this report, the customer has not provided the date of testing. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that discordant creatinine (cre2) results were obtained on patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s). The samples were repeated on the same instrument and the repeat results were reported as the correct results to the physician(s). The customer was unable to provide or quantify the number of affected samples or any of the results. There are no reports of patient intervention or adverse health consequences due to the discordant cre2 results.